Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified transmitter error message occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified transmitter error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.